Manufacturer narrative:
The reported event can not be confirmed as the surgeon provided no symptoms or lab results showing the device was infected. The patient was presented with infection symptoms. The surgeon prescribed intravenous antibiotic medications and planned to remove and revise the tmj devices. The surgeon reported that the patient was doing well after the medication, and the symptoms were gone, so the revision surgery was postponed. Overall, the surgeon did not report any device failure, malfunction, or other performance issues.

Event description:
It was reported there will be a revision surgery to replace the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to replace the implant.